Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no indication of a product quality issue with this device. The failed repair was likely due to the patient¿s anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was requested but unavailable. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that two years, five months post implant of this annuloplasty mitral band, the band was explanted and replaced with a bioprosthetic heart valve due to regurgitation caused by a rupture of the patient's native chordae tendinae. Following the operation, the patient experienced ventricular fibrillation (vfib) arrest and intermittent renal failure; the patient was resuscitated. It was reported that these events were related to the implant procedure and were not related to the device function. No other adverse patient effects were reported.